Event description:
It was reported that during implant, the right ventricular lead was noted to be damaged, and the right atrial lead was not used due to perforation of the patient's blood vessels. The leads were replaced and the operation was completed. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The full helix extension length was measured within the product specification. A tip stiffness test was performed and the results within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.